Event description:
It was reported that bd ultra fine¿ pen needle was not functioning, and experienced leakage. The following information was provided by the initial reporter: consumer reported elevated blood sugars due to not receiving entire insulin dose. Consumer reported she inserts pen needle into skin (stomach or thigh) and depresses pen to deliver dose, after holding in injection site for in excess of 10 seconds she removes pen needle only to find that insulin is still dripping slowly out of patient end needle and her dose has not been delivered in its entirety. Consumer stated she primes and rotates injection sites; consumer reported insulin flow is normal during priming.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was not functioning, and experienced leakage. The following information was provided by the initial reporter: consumer reported elevated blood sugars due to not receiving entire insulin dose. Consumer reported she inserts pen needle into skin (stomach or thigh) and depresses pen to deliver dose, after holding in injection site for in excess of 10 seconds she removes pen needle only to find that insulin is still dripping slowly out of patient end needle and her dose has not been delivered in its entirety. Consumer stated she primes and rotates injection sites; consumer reported insulin flow is normal during priming.